Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the turning ring did not operate properly, and the force required to operate the mode switch was below the lower limit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a sawbones laboratory course, it was discovered that the attachment ring was broken on the battery reamer/drill device. During in-house engineering evaluation, it was observed that the turning ring did not operate properly and the force required to operate the mode switch was below the lower limit. The reporter stated that the device had never been used in a surgical setting with a live patient. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter indicated that the exact date of the event was unknown. The event could have occurred on either (B)(6) 2015 or (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.